Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with infection/inflammation in both eyes. The topical steroid dosage was increased, an oral steroid was prescribed (medrol taper pack) and a flap lift rinse was performed for the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities and symptoms resolved on (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.00 x .00 x 90, left eye pre-op 20/20 -2.25 x .00 x 90.